Event description:
The caller reported that the customer was in the hospital, but she didn't know the exact reason. The caller stated that it may be due to hypoglycemia. The caller only called for assistance in uploading the insulin pump. Advised the caller to have the customer call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.